Manufacturer narrative:
All information reasonably known as of 20-jan-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 29-dec-2021 stated the additional medical intervention entailed "work around of securing the bumper."

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 3006646024-2021-00028 for the second event. It was reported the bumper did not firmly fit the tube which allowed the tube to move in and out of the abdomen despite the bumper being secured to the skin. This resulted in the trauma patient requiring an exploratory laparoscopy and "evacuation of tube feed solution after his tube moved from 2 cm at the skin to 7 cm at the skin. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).